Event description:
Patient presented 2 days post implant with hematoma. Pocket was drained. Patient returned 3 days later and site looked well. Later that day, patient was in car collision and sustained a mild cardiac contusion. Inappropriate therapy due to oversensing was also noted. Two weeks later, patient had sudden onset of bleeding at the site. The entire system was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.